Event description:
It was reported that a descrease in sensing was observed. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. A partial lead was returned for analysis. An external insulation abrasion was found at 6.6-7.5cm from the distal end. The etfe coating was intact at this location. An internal insulation abrasion was found under the rv shock coil at 5.4-5.6cm from the distal end. The etfe coating was intact at this location.